Manufacturer narrative:
Pt identifier and weight were not provided. The date of death was not provided. Sorin group (B)(4) manufactures the cobe revolution centrifugal blood pump with pc. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a complaint reporting a loss of flow and strange noise from the revolution centrifugal blood pump during the procedure. It was also reported that, later in the procedure, a hole was found in the pump head which allowed air into the circuit. Air was seen in the arterial line. The pt showed. Neurological damage and passed away. The involved pump head has been returned to sorin group (B)(4) for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is completed.

Event description:
Sorin group (B)(4) received a complaint reporting a loss of flow and strange noise from the revolution centrifugal blood pump during the procedure. It was also reported that, later in the procedure, a hole was found in the pump head which allowed air into the circuit. Air was seen in the arterial line. The pt showed neurological damage and passed away.